Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A wallstent biliary rx uncovered stent and delivery system were received for analysis. The stent was returned fully covered by the outer sheath and undeployed. Visual examination of the returned device found the wires of the stent punctured the outer sheath. The outer sheath was also kinked at the distal section. No other issues were noted to the stent. The reported event of stent failure to deploy was confirmed as the stent was received completely undeployed. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that procedural or anatomical factors encountered during the procedure, limited the performance of the device and contributed to the stent deployment failure and the punctured outer sheath. Interaction with the scope during advancement and/or hitting the device against a hard surface can cause the outer sheath kinked. Continued attempts to release the stent while applying force can generate resistance due to the friction at the kinked section of the outer sheath, and force applied to deploy the stent can lead to the punctured sheath and failure to deploy the stent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent biliary rx uncovered stent was to be implanted to treat obstructive jaundice, secondary malignant tumors of the pancreas and liver and postoperative colon cancer in the biliary tract during a transduodenal endoscopic cholangiopancreatography procedure performed on (B)(6) 2021. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent failed to deploy. The stent was removed from the patient fully covered by the outer sheath and the procedure was completed with another wallstent biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent wires protruded from the outer sheath.